Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection showed that the female luer was cracked along its length, measuring 0.3920 inches long. No stress marks were noted. Functional and pressure testing confirmed a leak at the crack. The root cause of the leak was identified as a hair line crack on the set¿s female luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking observed during a syringe pump infusion of fentanyl, dosage and rate not provided. The leak appeared to be from the connection of a non-carefusion/bd connector and the female luer of the syringe pump tubing set. The tubing was replaced and there was no patient harm.